Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278276, expiration date 04/30/2015). (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278276, expiration date 04/30/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system. Device received in a condition which made analysis impossible. Unable to test because customer returned cassette with the tape torn.

Event description:
Customer received a result of 300 mg/dl on the mobile system, and a result of 30 mg/dl on the compact plus system within 10 minutes. Customer felt hypoglycemic with these results. No adverse event related to the device was reported. Requested return of suspect device.